Event description:
Five unused vapro samples were returned from the end user and sent to the manufacturing location.

Manufacturer narrative:
The unused samples that were returned to the manufacturing facility underwent product testing. Kink testing was completed on the returned samples and kinking failures were not observed. The catheters are designed to be single use only. The root cause of the catheter kinking cannot be definitively determined but may be due to multiple insertion attempt with the same catheter by the end user. A root cause of the reported uti and causation could not be determined.

Manufacturer narrative:
Device history record (DHR) review was completed for the reported lot(s), and no manufacturing deviations or non-conformances were identified. A review of complaint data did not reveal any emerging trends or signals related to urinary tract infections associated with the reuse of this single-use device. The device is labeled for single-use only, and reuse may increase the risk of infection. No additional corrective or preventive actions are warranted at this time based on the available information.

Event description:
It was reported that certain vapro catheters exhibited kinking at the midsection, which impeded sufficient insertion into the urinary tract, thereby preventing urine from entering and draining through the catheter. It was further reported that when kinking occurred, the end user attempted to manually straighten the catheter, after which the lubrication appeared inadequate to support reinsertion. Additionally, it was reported that the end user reused catheters when supply was low and has subsequently experienced urinary tract infections.